Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number 0203007612, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 13-jun-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown; flow rate: unknown; procedure: unknown ; cathplace: unknown. It was reported a fast flow event occurred. The device infused in 32-hours instead of 46-hours. There was no reported patient injury.